Manufacturer narrative:
Investigation: the customer stated that the patient has multiple allergies. Per the customer, patient¿s allergic reaction may have been due to the albumin. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. According to the therapeutic apheresis: a physician's handbook, allergic reactions are usually associated with replacement procedures that include blood components but sensitivity to disposable tubing sterilized with ethylene oxide can also be associated with allergic reactions. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include but are not limited to an allergy to replacement solution (albumin)and/or patient sensitivity to other allergens such as latex, proteins, or eto.

Event description:
The customer reported that approximately 5 minutes into a therapeutic plasma exchange (tpe)procedure, a patient was having an allergic reaction. The patient complained of itching around the mouth and developed hives. The rn stopped the procedure without rinseback and notified the medical director. The medical director ordered 50mg of IV benadryl, 80mg of IV solumedrol, 20mg of IV pepcid, non-rebreather mask, and serum trypease level to be drawn from the patient. The patient is reported in stable condition. The customer declined to provide patient identifier. The tpe set is not available for return because it was discarded by the customer.